Event description:
The patient reported that their device will be repositioned from submuscular to subcutaneous due to discomfort. No further patient complications have been reported as a result of this event.

Event description:
The patient reported that their device will be repositioned from submuscular to subcutaneous due to discomfort. It was further reported that the device was removed. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.